Event description:
There was no adverse event associated with this complaint. On (B)(6) 2012, the patient reported that the okay button was intermittently responsive; she said that she has to press it numerous times and very hard in order for it to respond. The patient noted that she was unable to use the pump and was using a loaner pump for insulin delivery at the time of the call. This complaint is being reported because the alleged keypad issue remained unresolved at the time of the contact.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed the "up", "down" & "contrast" keys are intermittently unresponsive and the "ok" key is unresponsive. The keypad is intact and was removed for investigation: contamination was found under all key contacts. Unrelated to this complaint, the display is faded, discolored and difficult to read. Replaced faded display with test display and t he test screen was fully functional.